Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device extrusion, infection, hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) caucasian female patient enrolled in a clinical study underwent primary breast reconstruction status-post prophylactic mastectomy with a smooth uhp 1445cc gel device on or about (B)(6) 2018 and was seen in a clinic on (B)(6) 2018 with no specific complaints aside from some irritation from her maintained stitches. Since her appointment, drainage, redness and tenderness had increased. The patient contacted the triage nurse on (B)(6) 2018 and an antibiotic was prescribed. The patient called again on (B)(6) 2018 when she was out of town and stated that her incision had come open. She went to the emergency department on (B)(6) 2018 and was admitted to the hospital. The implant was explanted the same day due to extrusion and replaced with a tissue expander during the surgery. The patient is improving and stayed in the hospital for observation. This device is a study device that is not marketed in the USA, and it does not meet the MDR reporting criteria for us FDA, and so further reports will not be sent. It was initially reported in error.